Event description:
It was reported that the customer's insulin pump had an act button that was too hard to press. Her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.